Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bleeding issue was reported with the abbott diabetes care (adc) device. Customer reported that while already at a doctor's appointment they expericed bleeding at the adc sensor insertion site after application. As a result, the customer received unspecified treatment by their doctor. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.

Event description:
A bleeding issue was reported with the abbott diabetes care (adc) device. Customer reported that while already at a doctor's appointment they expericed bleeding at the adc sensor insertion site after application. As a result, the customer received unspecified treatment by their doctor. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Applicator (B)(6) has been returned and investigated. Visual inspection was performed on the applicator and cap. No issues were observed. Sensor cap was retained within the applicator cap. Applicator had fired correctly. Applicator was pried and open to remove the sensor puck carrier. Visually inspect the sharp and no issues were observed. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.